Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation spontaneously shifted 2 centimeters (cm) to the left without touching the arm, reference frame, or the screen. This appeared to be a software glitch. There was troubleshooting present. It was reported that another imaging system spin was taken, the patient was registered again with scan and plan and the issue remained unresolved. Another snapshot was taken and the issue was resolved. There was no impact to patient's outcome, medtronic imaging was aborted, and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H2) additional information: a2) patient information was unavailable from the site. H2) correction: correction made to annex g component code. H3, h6): a software analysis was conducted on product ID: kit1378-05, software version: 5.1.1 and analysis did not confirm the reported event. It was reported that navigation had shifted on the third trajectory after the surgeon worked on the contralateral side of the patient for a while. When the patient was re-registered with a new scan, the issue remained unresolved. However, upon taking another snapshot, the problem was resolved. This ruled out the possibility of a platform or patient shift, as well as arm accuracy issues. A snapshot establishes registration between the surgical arm, reference frame and the navigation camera. As no divot check was done, there were no variance measures between the arm and navigation module. There were several possible reasons noted for the navigation mismatch between the navigation and the arm. Since no navigation images were provided showing the inaccuracy, the complaint could not be confirmed. Codes b01, c19, and d15 are applicable to this software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation spontaneously shifted 2 centimeters (cm) to the left without touching the arm, reference frame, or the screen. This appeared to be a software glitch. There was troubleshooting present. It was reported that another imaging system spin was taken, the patient was registered again with scan and plan and the issue remained unresolved. Another snapshot was taken and the issue was resolved. There was no impact to patient's outcome, medtronic imaging was aborted, and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: kit1378-05, software version 5.1.1 h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.